Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited under sensing. Reprogramming the device did not resolve the issue. No additional intervention was reported. The patient was asymptomatic.